Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is not available for analysis. (B)(4). Device not available for analysis.

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. There are plans to reimplant the patient with another device, however this has not occurred as of the date of this report, (B)(6), 2011.